Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at hsg her coils could not be located/ essure coils were embedded in her uterus according to ultrasound') and device dislocation ('expulsion of the essure devices into the peritoneal cavity') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), abdominal discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, abdominal discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, back pain, device dislocation, embedded device, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils could not be located; on (B)(6) 2011: impression: 1. Expulsion of the essure devices into the peritoneal cavity. 2. Essure placement is not satisfactory and cannot be relied upon for contraception. 3. Note: the findings were personally discussed with the patient and called to doctor at the time of interpretation.. Ultrasound scan - on (B)(6) 2016: results: coils were embedded in her uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('at hsg her coils could not be located / essure coils were embedded in her uterus according to ultrasound') and device dislocation ('expulsion of the essure devices into the peritoneal cavity') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain/ chronic pelvic pain"), abdominal discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain") and fatigue ("chronic fatigue"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, abdominal discomfort, heavy menstrual bleeding, back pain, abdominal distension, abdominal pain and fatigue outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, back pain, device dislocation, embedded device, fatigue, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils could not be located; on (B)(6) 2011: impression: expulsion of the essure devices into the peritoneal cavity. Essure placement is not satisfactory and cannot be relied upon for contraception. Note: the findings were personally discussed with the patient and called to doctor at the time of interpretation. Ultrasound scan - on (B)(6) 2016: results: coils were embedded in her uterus. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received. Reporter information, lab data, event "expulsion of the essure devices into the peritoneal cavity" and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.